Manufacturer narrative:
(B)(4). The sample associated to this report was not returned for analysis however photos were provided for review. Visual inspection of the photos provided did not confirm the customer reported defect. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The patient was waking up from laser therapy for left tongue lymphatic malformation. The anesthesiologist was unable to remove laser endotracheal tube. The surgeon was called back to the operating room and he determined the need for a direct laryngoscopy/bronchoscopy. During this procedure, the patient's laser endotracheal tube was removed. The customer reported difficulty using the device. There was no harm to the patient.